Event description:
It was reported that the patient has an issue when exercising that their heart rate will drop and at times is feeling symptomatic. The patient believes the rate response of their device is not working properly. The patient was seen at the clinic and the device settings were adjusted. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).